Manufacturer narrative:
The consumer was taking a shower when the seat allegedly cracked down the middle and broke in half. The consumer had recently broken her neck in a car accident. The shower chair was new and she received the unit in (B)(6) 2011. The consumer allegedly sustained bruises on her buttocks and aggravated her neck. She is going to the doctor for a follow up visit from her previous injury. A replacement unit will be sent to the consumer. No RMA has been generated as of this MDR submission. The stability of the consumer is unknown. The consumers medication regimen is unknown.

Event description:
The consumer was taking a shower when the seat allegedly cracked down the middle and broke in half. The consumer had recently broke her neck in a car accident. The shower chair was new and she received the unit in (B)(6) 2011. The consumer allegedly sustained bruises on her buttocks and aggravated her neck. She is going to the doctor for a follow up visit from her previous injury. No serious injury is alleged.